Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. The seal of ring 1 is compromised; there is dried body fluid around the edge of the ring. The distal end curves to the left. Electrical test was performed with an analysis cable and the device was within specifications for all measurements. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device did not pass the right and left curves tests; the tip did not reach the shaded area of the template. X-rays revealed evidence of collapsed coil in the handle and also in the proximal sheath near the transition area. The ablation was verified and found to be within specifications. The adjustment hole plug in the handle was removed. The collapsed guide coil in the handle was visually confirmed. The proximal sheath was opened and collapsed guide coil was observed starting at approximately 18.5cm from the distal tip. The distal tip was dissected. There is a small amount of dried body fluid under ring 1. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. There was no indication that analysis results were affected the decontamination process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed 04-apr-2017. It was reported that the procedure was indicated due to atrial flutter. An intellatip mifi¿ xp temperature ablation catheter was selected and advanced for use. During the procedure, there was no ablation effect, the signal quality was "not as good as usual" and the steering mechanism was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed fluid under the ring seal.